Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was discarded; however, a photograph of the sample was provided for evaluation. The photograph was reviewed with the naked eye which observed a cut on the tubing. As the physical sample was not returned, functional testing could not be performed. The reported condition was verified by the photograph, however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked. This occurred during drain four of five of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.